Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7077758 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7077809 UDI: (B)(4). Product family: scs-linear leads upn: m365sc43160 model: sc-4316 batch: 29406448 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances, which were caused by lead migration confirmed through x-ray imaging. The patient underwent a spinal cord stimulator (scs) system replacement procedure, during which a paddle lead was implanted. The patient was doing well postoperatively, and all explanted devices were not returned due to facility policy.